Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported fracture.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the collar was fractured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the collar was fractured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.